Manufacturer narrative:
Device is a combination product. (B)(4). F/g, promus element, mr ,ous 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. Proximal end of the stent was damaged; struts were lifted and pulled in a distal direction. The outer diameter of the undamaged portion of the crimped stent was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 180mm distal to distal of end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2017. It was reported that crossing difficulties were encountered. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a proximal stent damage.